Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On 06-jul-2016, 3109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ ¿ the most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 3109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, dyspareunia, heavy menstrual bleeding, dysmenorrhea, parity 2, gravida ii, c-section and overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 3098 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy, laparoscopic lysis of adhesions). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.53 kg/sqm. [Pathology test] on (B)(6) 2016: specimens: uterus, cervix, fallopian tubes final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with salpingectomy: - uterus: -cervix: no pathologic changes. -endomyometrium: -adenomyosis. -benign weakly proliferative endometrium. -myometrial scar consistent with prior cesarian section. - fallopian tubes: -no pathologic changes. -essure contraceptive device (bilateral). Clinical diagnosis and history: 39 year old g2p2, lmp (B)(6) 2016 using essure for contraception presents for planned tlhibs anc cysto with dr. On (B)(6) 2016. Patient initially presented for evaluation of cyclic pelvic pain that she was concerned was related to her essure. Pt states she had essure placed 7 years ago. Prior to that she was taking ocps. Reports cycles have become heavier over the past several years. Cycles are g 28 days, lasting 7 with heavy flow x 5 days then tapering. Reports severe ovulatory pain on the side she ovulations from as well. Reports severe fatigue 1 week prior to cycle then severe pain during cycle. States cramping is very intense with minimal improvement with naprosyn or motrin. Reports dyspareunia that is interfering with marriage. Pain occurs the entire time and she avoid it due to pain. Pre-operative and post operative diagnosis: saa. Operative findings: saa gross description: it is bisected in an anterior posterior plane revealing two coiled medical devices, each measuring 5.0 cm in length, within the right and left uterine corni/fallopian tubes. [Specialist consultation] on (B)(6) 2016: technique: real-time examination of the pelvis was performed transabdominally through a welldistended urinary bladder. Transvaginal examination was not performed. Comparison: none available. Findings: there are two bi-linear echogenic foci noted within the uterine cornu with the proximal portions located at the junction of the endometrium and myometrium. Impression: by sonographic evaluation, proper placement of bilateral essure devices. Otherwise, unremarkable ultrasound of the pe vis. There is no sonographic evidence of adenomyosis.; on (B)(6) 2016: comparison: ultrasound (B)(6) 2016 findings: multiplanar t1 and t2 images were obtained. Following administration of gadolinium contrast, dynamic fat sat t1 images were obtained. Standard dose gadolinium contrast was administered. The uterus is normal in size, 8.4 x 3.7 x 5.1 cm. There is a prominent cesarean section scar along the lower uterine segment. Along the anterior aspect of the uterus the junctional zone is thickened, 1.8 cm. The endometrium is normal. Foreign objects are seen within the fallopian tubes, compatible with essure placement. Nabothian cysts in the cervix. The ovaries are normal. The bone marrow is normal. No adenopathy. Pelvic vasculature is patent. The visualized pelvic structures are normal. Impression: focal adenomyosis. Essure device is in place. Prominent cesarean section scar [ultrasound scan] on (B)(6) 2016: findings: the uterus is normal in size, 8.4 x 3.7 x 5.1 cm. There is a prominent cesarean section scar along the lower uterine segment. Along the anterior aspect of the uterus the junctional zone is thickened, 1.8 cm. The endometrium is normal. Foreign objects are seen within the fallopian tubes, compatible with essure placement. Nabothian cysts in the cervix. The ovaries are normal. The bone marrow is normal, no adenopathy. Pelvic vascu ature is patent. The visualized pelvic structures are normal. Impression: focal adenomyosis. Essure device is in place prominent cesarean section scar. Assessment/plan: 39-year-old g2p2 with lmp (B)(6) 2016 presents for planned tlh, bs, cysto on (B)(6) 2016, the patient was counseled on the r/b/a/I of the planned procedure and desires to proceed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters,medical history,lab data,patient information,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.